Event description:
It was reported that the patient had a 50% or greater symptom reduction. Event cause was determined, noted as not device related. The patient developed wound infection. The patient had a history of previous (B)(6). The patient (illegible) explant (B)(6) 2014. The patient was back to baseline, stim removal. They were considering possible single stage reimplant in 3 - 4 months.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ku57, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).